Event description:
It was reported that: the surgeon used a mallet to push the trial in. Upon trying to remove the trial with the slap hammer the trial inserter broke, leaving the threaded portion inside the trial and the trial in the patient. It was removed with a kocher and caused a 5 minute surgery delay; the anchor attached to the white cartridge was loaded backwards. As the surgeon went to put the anchor down the slot he notice the pointed tip was not pointing out. The scrub tech removed the anchor and reloaded it properly. This resulted in a 2 minute surgery delay; one of the screws on the retractor ring came out. It was able to be put in and the ring was able to be locked down. The locking nut on one of the retractor arms is stuck in the locked position. It is unable to be loosened to remove the ring. The ring was disassembled to remove it from the arm. This did not cause a delay in the surgery.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the slide handle was not returned. No relevant manufacturing issues were found upon DHR review. Conclusion: without the device, the root cause of this event is inconclusive.

Event description:
It was reported that the surgeon used a mallet to push the trial in. Upon trying to remove the trial with the slap hammer the trial inserter broke, leaving the threaded portion inside the trial and the trial in the patient. It was removed with a kocher and caused a 5 minute surgery delay. The anchor attached to the white cartridge was loaded backwards. As the surgeon went to put the anchor down the slot he notice the pointed tip was not pointing out. The scrub tech removed the anchor and reloaded it properly. This resulted in a 2 minute surgery delay. One of the screws on the retractor ring came out. It was able to be put in and the ring was able to be locked down. The locking nut on one of the retractor arms is stuck in the locked position. It is unable to be loosened to remove the ring. The ring was disassembled to remove it from the arm. This did not cause a delay in the surgery.